Manufacturer narrative:
The service rep troubleshot and ii and camera. The ii is ok, and all power is at camera. Site to order camera. Clinical engineering to complete repair.

Event description:
The customer reported no image on monitor during case. System ramps up to 120kv and 6.3 mas with no radiation. Ii or camera defective case was completed with no patient injury.